Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed 25 cm distal to the df4 connector pin that the insulation was found squeezed and damaged, which is assumed to be the root cause of the reported oversensing. Based on the location of the above mentioned damage including the ligature mark, it is reasonable to assume that it resulted from a tight suture sleeve in combination with mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 18 months, oversensing on the ventricular channel was reported. The lead was replaced.